Manufacturer narrative:
Investigation summary: no product was returned for evaluation. Unable to deliver: clinical details noted that when pump was being inserted over the guidewire, the guidewire broke and the pump was unable to be inserted across the aortic valve and into the lv. The cause of the delivery issue could not be determined as limited clinical details were provided and no product was returned for evaluation. Device history lot. Device lot: 1970104. Device history batch. Subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Additional information received that the most likely explanation is that a nurse inadvertently activated the impella while the physician was advancing it into the descending aorta. This would explain why the 0.018" guidewire became entrapped within the impella.

Event description:
It was reported that there was an issue during the loading of the impella cp on the 0.018". The 0.018" broke in the impella. The physician had not gone though the aortic valve before breaking the guidewire. The pigtail was still in the aorta so it was not possible to push the pump in the left ventricle. The pump was removed and the patient survived. This is one of two related reports. This report represents the pump and another report will be submitted to represent the guidewire. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.